Event description:
It was reported that the asymptomatic, non-pacemaker-dependent patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited lead noise, leading to episodes of non-sustained right ventricular oversensing. No intervention has been performed and the patient will continue to be monitored.